Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that this event happened during calibration/setup making this a prime/tune issue instead of a phacoemulsification issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the handpiece had no vibration. Timing of the event and patient impact are unknown. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the handpiece vibration issue. The alcon references numbers are: 2016-69531 and 2016-69535.